Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the fl2 location. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported a signal drift on their epics xl flow cytometry systems. There was no report of death, injury, or change to patient treatment as a result of this event.

Event description:
The customer reported a signal drift on their fc 500 mpl flow cytometer .

Manufacturer narrative:
The field service engineer (fse) had originally documented their debrief on the incorrect instrument ( epics xl flow cytometry systems), as the investigator gathered information for their investigation the issue was identified and the event was confirmed to have happened on an fc500 mpl flow cytometer. This supplemental is being submitted to update/correct the instrument information submitted in the original report. All other event information remains the same. Follow up 01: corrected fields: b5 describe event - updated problem statement to reflect correct instrument name. D1 - brand name. D4 - catalog number, serial number, UDI. G5 - 510k number. H9 - correction/removal reporting number. Bec internal identifier: (B)(4).